Event description:
Device appears to be oversensing on the atrial lead possible r wave. Last p wave measured l.omv. Sensitivity pro rammed 0.3mv. Capped rv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).